Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. The broken fragment was not returned. Manufacturing record review: no discrepancies noted. Complaint history analysis: a total of 79 complaints involving 82 units have been received relating to draw rod tip deformations on the reflex-hybrid revision driver. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation of the draw rod when connected to screw. Risk assessment: no adverse consequences reported. All the fragments from the broken tip were reported to have been safely removed from the patient. Note: the reflex-hybrid revision driver draw rod is made of implant grade biocompatible stainless steel to mitigate the risk of broken tips remaining inside the patient. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided as this can cause bending or breaking of the inner shaft.

Event description:
It was reported that "the tip of the hybrid removal driver broke off during the removal of the last screw in a one level hybrid plate. We were able to remove everything."